Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference case-(B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, when attempting to move forward with the femur cut, the screens of the real intelligence cori blacked out, before showing the femur model. It came back a few moments later, with an internal error and then quit the case. When opening the case back, surgery was resumed after re-calibration and pick back up at the femur cutting. The surgery was completed after a one-minute delay. No further issues occurred, no injuries were reported.